Event description:
It was reported that during the test, the water did not drain completely from the foley catheter.

Manufacturer narrative:
The reported event was unconfirmed. No root cause could be found because the reported event was unconfirmed. Two photos were received for evaluation. The first one showcases an overview of the three-way silicone catheter with sample port and syringe. The second photo zooms into the catheter balloon and tip. It was also received one 3 way all silicone foley catheter and syringe. The catheter was balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) with the returned syringe and concentricity was found within specification. Catheter rested with no leaks. The returned syringe was connected, and it was able to return the solution with no issues or cuffing in 1 minute and 18 seconds. DHR is not required. Labeling review is not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.